Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Voltage check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. There were no other visual discrepancies encountered during the internal inspection.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that powered down. The patient can't turn on cycler or power up. The display was blank. There wasn't a power outage. There was not a sound when ok/stop buttons where pressed. Replaced cycler due to power issues. A new cycler was issued to the patient. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.